Event description:
It is reported that the patient stated that a medical professional recommended revision surgery due to pain, instability, and discomfort due to failure of the polyethylene insert with a compromised tibial tray post.

Manufacturer narrative:
Evaluation summary: review of primary surgical report provided indicates surgical technique was followed. A surgical report from a (B)(6) 2008 procedure for traumatic rupture of the extensor tendon of the left knee was also reviewed; the articular surface was revised. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. A definitive toot cause cannot be determined with the information provided. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.